Event description:
It was reported that pump displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, provided pump reset information and assisted caller with resetting the pump. The customer was advised to continue using the pump.